Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl. The customer stated that the cannula was bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer could not conduct the high pressure test. Advised the customer to call back at her convenience to conduct the high pressure test. Nothing further was reported.